Event description:
Clave bag spike system was attached to blood filter which was then attached to a unit of blood. The nurse inserted a needleless syringe into the spike system in order to draw off the required amount of blood needed to infuse into the pt. The pt is an infant in the neonatal intensive care unit (nicu) and required approximately 12 cc of blood for the transfusion. The nurse drew off the blood and then removed the syringe from the spike system. The nurse then hung the unit of blood upside down on an IV pole. Shortly after, the unit of blood began leaking. The leak appeared to be coming from where the needleless syringe was inserted. The nurse did not use a needle on the end of the syringe to spike the system and the syringe was only inserted once. There was no evidence of cracks noted in the system. The spill was contained. This type of event may have occurred in one or two other instances, although the details of these could not be provided. The product was sent back to the manufacturer for assessment following the event. In the nicu, the staff was using a baxter 80 micron filter with the needleless clave device made by abbott. The clave device was piercing the filter. Staff investigated and found that they did not need to use the 80 micron filter and that a 170 micron filter would be suitable for their purposes. Abbott is now providing a 170 micron filter that will fit seamlessly with the clave system. The site will continue to provide education concerning the use of this system regarding the type of filters as well as the type of syringes to be used. This needleless system has been in use for about two years at this facility. There were no any unusual circumstances or activities surrounding this device failure.